Event description:
The customer stated a falsely decreased architect tsh result was generated for one patient sample. The specimen generated an initial test result of 66 uiu/ml with a repeat result of >100 uiu/ml. A dilution was performed generating a result of 203 uiu/ml. The same sample was retested in duplicate generating results of 180 and 190 uiu/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.